Manufacturer narrative:
The thermogard in complaint was evaluated at customers site. The reported issue of the thermogard amber light on the race way does not show up was confirmed during the initial functional testing. The issue was attributed to the defective raceway. To remedy the issue, the raceway was replaced. Following the service and repair, the thermogard passed all the testing and worked as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during service , the thermogard amber light on the race way does not show up. No light is visible. No patient involvement on this issue.